Event description:
Boston scientific received information that this right ventricular (rv) lead had impedances increase greater than 2,000 ohms. This rv lead has been successfully removed from service. No adverse patient effects reported. A new lead was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.